Event description:
Tibia fractured during removal and another t2 tibia nail was implanted.

Manufacturer narrative:
The device was retained by the patient. No evaluation will be performed. If additional information becomes available it will be provided on a supplemental report.